Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pushwire and implant coil were returned for evaluation already detached. The pushwire was found broken into two segments. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician was able to place the first implant coil in the aneurysm when the catheter slightly deviated from its original place. The physician withdrew the coil and replaced the micro-wire in order to adjust the microcatheter, but found part of the implant coil had detached and been pushed out of the catheter. The catheter and the implant coil were removed from the patient.no injury was reported with the patient as a result of the procedure.